Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.7, lab: 2.4; 1.8, 2.3. Comparisons were performed on two different days. Tests were performed within two hours of each other.

Manufacturer narrative:
Investigation pending.